Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - powerled ii. As it was stated corrosion occurred on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled ii. As it was stated corrosion was observed on the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on information provided by ssu technician, the affected device passed functional tests after parts replacement and was brought back to use. Additionally, as per technician¿s statement, corrosion probably occurred on the device due to the aggressive cleaning agents in the operating area. It was established that when the event occurred, the surgical light did not meet its specification due to corrosion on the device, which contributed to the event. Provided information do not indicate if upon the event occurrence the device was being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to number of sold devices worldwide, we can assume that the failure ratio of corrosion occurrence is low. The concentration of chemical products and the stagnation of cleaning agent residues on the disinfected surfaces are the main factors leading to the deterioration of surfaces. As stated by subject matter expert at manufacturer¿s, to avoid paint degradation and corrosion it is recommended to respect the cleaning instructions (user manual for powerled ii IFU 01811 en 09, pages 97-99), avoiding spraying, high concentrations, prolonged exposure to detergents/disinfectants solutions, and to wipe with a dry cloth and to make sure that no liquid residue is left on the device after cleaning. To reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manuals mentions in the preventive maintenance to lubricate some parts of device (maintenance manual for powerled ii mn 01810 en 01, page 67). To prevent any incident the user manuals mention to perform daily inspections in order to detect paint defects, impact marks or other damages (user manual for powerled ii IFU 01811 en 09, pages 43-44). Maquet sas recommends to perform corrective maintenance to rectify the default after its detection. Minor paint chips can be repaired with touch up paint, nevertheless the parts impacted by serious damage must be replaced. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number (B)(4).